Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identifier (UDI) is unavailable. No additional information has been provided/submitted to the manufacturer for an evaluation to be conducted. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a cranial biopsy, the vertek probe was reported to be unable to track though the instrument was successfully verified. It was reported that the spheres of the probe was removed from the field of view and reintroduced without resolution as the probe could not be tracked. It was reported that the application software was exited and restarted. Following the restart, the navigation system functioned as designed. There was a reported delay to the procedure of twenty minutes due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.